Event description:
A customer's wife reported she took her husband, the user of the meter, to a va hospital after he became incoherent and was unable to walk. At the hospital, they obtained the reading of 30 mg/dl on their meter and when she tested him using their freestyle freedom meter at the same time, she obtained a reading of 110 mg/dl. The customer was taken off all his pills and was given an injection of glucose and fluids intravenously. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.